Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced an aspiration pneumonia status post peg and peg-j replacement procedure. Unknown if patient received any treatment for the reported event. The patient is still hospitalized at the time of reporting. The device remains implanted.